Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). It was reported that the revision took place on (B)(6) 2017. The cause of the implant being implanted at a 30 degree angle and not being flat was the patient's anatomy. The revision resolved the coupling issue.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator for spinal pain and complex regional pain syndrome type ii. It was reported that the patient was at a 10-day post-operation visit to review the recharge procedure. The manufacturer representative noted that he ¿excellent¿ and good¿ range was very small. If the manufacturer representative moves the recharge antenna even 1 centimeter, it goes to ¿poor.¿ the manufacturer representative tried a different patient controller and recharge assembly and had the same issue. The implantable neurostimulator is superficial and not tilted. The implantable neurostimulator was disabled and re-enabled with the same issue. The patient will continue to charge and see if the recharging improves after the pocket heals. There were no patient symptoms or complications reported. (B)(4) /update (rep): additional information was received from a manufacturer representative regarding the patient. It was reported that the battery is implanted at an angle almost sideways, and they thought that swelling may be interfering with recharge coupling. Since the previous report of information, and swelling has subsided, and they continue to have difficulty connecting to the implantable neurostimulator for recharging. The health care provider is evaluating the pocket and plans to revise to adjust the position of the stimulator. The pocket revision is not yet scheduled. There were no further complications reported.